Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the myocardial infarction was unknown. The patient was hospitalized for the event and passed away on the same day. Treatment for the myocardial infarction was not reported. The cause of death was reported to be due to myocardial infarction. It was unknown if an autopsy was performed. Pd therapy was ongoing until the time of death. Additional information was requested but is not available.